Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at a service center and evaluated. Per operational and diagnostic analysis confirmed reported issue of the hand piece locked and began to warm up due to a short in the cable. In addition; the device would intermittently not activate due to the keypad, and the micro valves were heavily scratched. The unit would not pass leak testing due to a missing motor seal. Minor scratches on the locking head; no repair is needed. Device disassembled and decontaminated during initial evaluation. Performed repair as identified in the investigation by replacing the cable assembly, keypad pcb, micro valve set, motor seal, and 2 m3x5mm screws. Therefore electrical/electronic component problem is the root cause for the reported failure. Performed decontamination of spare parts per the service manual prior to placement into the device. Performed replacement of internal seals.a device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed . The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
In the course of surgery, shoulder arthroscopy, the hand piece locked and began to warm up. There were no delays during the procedure because it was replaced. Hospital was not informed. Product: 283512; lot: 1712m2774r. Procedure: shoulder arthroscopy.